Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue is related to a broken cable visible on the instrument wrist. No missing or detached material from portion of the device that enters the patient's body. No allegation of unclamping failure while instrument gripping tissue. No issues related to non-intuitive or uncontrolled motion.